Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned portion of the driveline confirmed wire damage; however, by itself, the wire damage identified would not have caused the low speed and pump stops events while the device was connected to 14-volt batteries as captured in the submitted log files. No further wire damage could be confirmed as the remainder of the driveline and pump were not returned for evaluation. Superficial, external driveline damage was also confirmed; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted x-rays showed areas of potential breakdown of the metal braided shield on the external portion of the driveline; however, a driveline wire compromise could not be confirmed via the submitted x-ray images. The submitted log files were reviewed. Several pump stops were captured on (B)(6) 2022 while the device was connected to 14-volt batteries or the power module. Motor stop, time base fault, low speed advisory, low speed hazard, and low flow hazard alarms were captured during the pump stop events. Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline. A pump stop was then captured on (B)(6) 2022, after the external driveline replacement, while the device was connected to a grounded patient cable. The pump stop was associated with low speed hazard, low flow hazard, and motor stop alarms. During the pump stop, the yellow wrench advisory alarm was activated with a replace controller flag, indicating that there was a backup battery test circuit fault. These events could also be indicative of an issue with the driveline. There were no other notable alarms related to the pump active in the log files. Approximately 17.5¿ of the distal end of the driveline was returned with tape around the silicone jacket approximately 6¿ to 10¿ from the controller connector (cc). An electrical continuity test of the returned driveline was conducted using a digital multimeter, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. Upon removal of the tape, examination of the silicone jacket found tears approximately 4.0¿, 6.0¿, 9.0¿, 10.5¿, and 11.0¿ from the cc. Upon removal of the jacket, areas of twisting were observed approximately 3.0¿, 9.5¿, and 10.5¿ through 11.5¿ from the cc. Metal braided shield breakdown was noted adjacent to the controller connector bend relief and along the length of the returned driveline. Examination of the underlying wires revealed black wire insulation damage at approximately 3¿ from the cc, in an area with twisting. Although a specific cause could not conclusively be determined through this evaluation, the damage appeared consistent with repetitive flexing and abrasion against the metal braided shield over time. There was no evidence of any other breaches or damage to the wire insulation or underlying conductors that would have been present during support or contributed to the reported events. The driveline was submerged in a saline bath for hi-pot testing with an insulation tester that confirmed the wire insulation damage of the black wire. No other areas of current leakage through the insulation of the driveline¿s wires were identified that would have been present during support or contributed to the reported events. The black wire damage identified could have directly caused the low speed and pump stop events while the device was connected to the grounded power module if the exposed wire conductors made contact with the metal braided shield, resulting in a short-to-shield. The phase-to-phase short captured while the pump was connected to 14-volt batteries would not have been caused by only the black wire insulation damage identified through this evaluation. The patient ultimately underwent a heart transplant on (B)(6) 2022. It was reported that (B)(6) would not be returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 7 ¿alarms and troubleshooting¿ also contains information that covers all visual/audio alarms and what action(s) should be performed when they occur. The heartmate ii lvas patient handbook rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) and the driveline/driveline repair kit, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2017 via customer order. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The original log file sent on (B)(6) 2022 contained pump stops on both batteries and the power module. This is known as a phase to phase short with multiple wire fractures. Continued monitoring of the patient was recommended. Upon visual inspection during the driveline repair there were multiple areas of electrical tape coverage and significant twisting of the driveline. The driveline was opened up approximately 4" from the exit site. The silastic, bionate, and shielding layers were removed. The yellow, black, and red wires were spliced, and the patient was swapped to a new driveline. Once connected, the patient's controller entered backup mode which indicated a short within the controller. The controller was then changed over to the patient's backup controller. The green, brown, and orange wires were spliced. The procedure area was closed, and the patient was provided with care instructions. The patient was later transplanted on (B)(6) 2022. Related MFR numbers for the two controller exchanges: 2916596-2022-15293 & 2916596-2022-15514.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with multiple "red broken heart" alarms and intermittent interruptions in communication with the power module. Log file review showed 14 pump stops and 1 low speed advisory. The patient continued to have pump stops while connected to the power module. This behavior has commonly been linked to issues with the percutaneous lead and these issues appear to be occurring on the power module. The internal portion of the driveline looked to be fine from an x-ray, but further imaging revealed that a complete replacement of the external portion of the driveline should be completed. On (B)(6) 2022 it was reported that the patient experienced a short-to-shield, and an external driveline repair was done on (B)(6) 2022 around 11:30 am. The patient's controller was also changed at the same time. After the repair the patient was placed on a grounded cable. While on the grounded cable, the patient experienced alarms again which indicated a controller change. The patient was switched to batteries and then switched to an ungrounded cable. The alarms persisted. A controller exchange was done, and the patient was on an ungrounded cable with no alarms. Log file analysis indicated that the pump was connected to this controller for a few hours when the pump stop event occurred. Following the pump stop, a controller replacement alarm was seen as the controller appeared to have switched to the backup cpu (central processing unit). Further review of the log files showed this appeared to be a phase to phase short, not a short to shield. Related MFR #: 2916596-2022-15293.